Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an unrelated tumor. The patient is getting an MRI for this unrelated medical issue. It was noted that the patient wanted to go to a facility with an open bore MRI. The manufacturer representative reported that high impedances were found on (B)(6) 2016. All contacts associated with the 0-7 port were showing >10 ,000 ohms. The caller requested information regarding if these high impedances could affect eligibility. They also wanted to know if the patient¿s ins being discharged would affect eligibility. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
Report was originally sent as on-time, with aware date of 7/26/2017. Additional information rec'd clarified that correct aware date was 01/13/2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the high impedances and discharged battery were discovered in (B)(6), 2016. They tried to program around the high impedances to see if the they could continue getting coverage and it did not help. The patient was going to get her stimulator revised. No further complications were reported/anticipated.